Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, motion sensor test failure and motor position encoder error. The customer¿s blood glucose level was unknown. Customer was able to clear the alarms. Customer was able to complete insulin pump rewind. The customer also reported that the drive support cap appears normal. The customer also reported that the insulin pump was not been exposed to high magnetic field. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify e70 and a35 alarms due to motor error alarms.